Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
During device preparation, the device was found to be in backup (bvvi) mode. The device was not implanted. The patient was stable and will continue to be monitored.